Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding, clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods") and urinary incontinence ("bladder or urinary problems or changes incontinence") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), cervicitis ("chronic cervicitis"), adenomyosis ("adenomyosis"), leiomyoma ("leiomyoma"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endosalpingiosis ("adhesion with endosalpingiosis"), pelvic pain ("pain pelvis"), abdominal pain upper ("stomach pain") and back pain ("pain back"). The patient was treated with surgery (she had removal surgery hysterectomy with bilateral salpingectomy) and surgery (bladder sling). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain upper had resolved and the dysmenorrhoea, urinary incontinence, cervicitis, adenomyosis, leiomyoma, dyspareunia, endosalpingiosis and back pain outcome was unknown. The reporter considered abdominal pain upper, adenomyosis, back pain, cervicitis, dysmenorrhoea, dyspareunia, endosalpingiosis, leiomyoma, menorrhagia, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. On (B)(6) 2007, she implanted essure. Added events abnormal bleeding (vaginal, menorrhagia), incontinence, chronic cervicitis; adenomyosis, leiomyoma; adhesion with endosalpingiosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, stomach pain, back pain. On (B)(6) 2017, she explanted essure. Event injuries was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.